Event description:
Upon follow up it was reported by the sales representative that there was no waveform on the screen. As troubleshooting, the current value displayed below the stimulation current value on the screen was checked. Muscle relaxant was confirmed, but muscle relaxant was not effective.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis result indicates that there was a residue consistent with biological contaminants on the devices. Visually, there were no defects or anomalies in the construction of the device that would have resulted in the reported event. Functionally, both probe tips fit securely into their respective handles and connected to a nim patient simulator with no issues. The nim console was set at a 1.0 ma stimulating current and 100uv threshold and the system consistently returned 1.08 and 1.04 ma and waveforms/event tones over 200uv between both samples. There was no intermittent behavior while manipulating the tip, connector, and wire. There was no evidence of improper manufacturing and no malfunctions found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. A review of the global complaint data showed no other complaints about this lot number. The information most likely indicates the products were incorrectly set up and/or were in conflict with the IFU. The product and information instructions include proper set up instructions and identifies multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation such as: paralyzing anesthetics, nerve fatigue, current shunting, electrode placement, excessive muting, and intertwined recording electrode and stimulator wires. There were 3 devices used in the surgery and were submitting 3 mdrs for the same event other products involved: emg tube 8229708 nim trivantage 8.0mm ID lot no. 220855447 probe 8225275 ball tip 1mm lot no. 221119528 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that during thyroid procedure there was no reaction when the product was used. It could not be confirmed which device malfunctioned, so inspection was requested. There was no patient impact. Upon follow up it was reported that the event occurred during use. It was unknown if the current stim return shows 0. The user did not indicate the intermittent issue was a connection issue nor were they alerted by something on the screen that the connection was intermittent the issue was not resolved with repositioning or troubleshooting. The procedure was completed with the back up product(s) with no delay.